Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient when the patient began experiencing st segment elevation and became bradycardic. An air embolism was seen in the left ventricle and in the laa behind the deployed closure device. The patient was given medication for the heart rate decrease. After 60 to 90 seconds the patient's symptoms resolved. The procedure was continued, and the closure device was successfully implanted in the laa. The patient did not experience any other complications from this event, and they have since been discharged from the hospital doing well.